Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, the lens was positioned incorrectly and scratched the optics of the lens. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned in a plastic bag inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the tip of the nozzle. The plunger tip is broken/torn (this most likely occurred during transportation). No damage observed to the nozzle tip. The lens is returned outside of the device, loose in a plastic bag. Solution is dried on the lens. The lens is scratched/marked - rejectable. The product investigation could not identify the root cause for the reported complaint "the lens was positioned incorrectly and scratched the optics of the lens". No damage was observed to the device. Lens damage may occur: due to the use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding , delivery issues and /or damage. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. If the operating room temperature is too high (greater than 23c / 73 f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement and cause delivery issues and / or product damage. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, all iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol/device contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).